Event description:
The patient was seen in clinic and presented with low impedance, <600 ohms, and was referred for x-rays. The patient has since been referred for surgery. Additional information received reporting that the patient was seen on (B)(6) 2024 and diagnostics were within normal limits but the impedance was 605 ohms which is close to being low. The patient's mother reports that the patient has been experiencing an increase in seizures the past few weeks. The patient has since been referred for a 2nd opinion and then will decide on surgery afterwards. The increased seizures were assessed to be due to low impedance but the increase compared to pre-vns baseline is unknown. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova&#39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any &#34;defects¿ or &#34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Internal data from the generator was received and reviewed.

Event description:
Additional information was received that the patient underwent a full revision due to low impedance, which resolved the issue. The explanted devices have not been received for analysis to date. No other relevant information has been received to date.